Manufacturer narrative:
Additional data: the reporter indicated the lens was explanted on (B)(6) 2018. The surgeon does not plan to implant another icl lens. The cause of the event was due to defect in zonulas. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -08.50 diopter, in the patient's left eye (os), on (B)(6) 2018. The lens was explanted due to lens dislocation/subluxation. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.